Event description:
A malfunction alarm was reported, which displayed a malf 16 code. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.